Event description:
It was reported that there was a loss of therapeutic effect. The patient was admitted to the hospital where a catheter was used to remove over 3600 cc of urine. No know accident or incident was reported. The stimulation was adjusted from 2.8 to 3.5. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 3037, (B)(4), lead model 3093-28, (B)(4), implanted: (B)(4) 2011, explanted: unknown.